Event description:
It was reported on (B)(6) 2022, a 29mm portico tavi (transcatheter aortic valve implantation) valve was selected for implant. After releasing the valve, the device "jumped" above the annulus. It was noted that during final deployment, the physician did not want to stimulate to stabilize, as the patient's rhythm was unstable. The valve was not snared. Another non-abbott tavi valve was deployed successfully. After a couple hours, post implant, the patient was brought back to the operating room due to left coronary occlusion and a stent was placed. It is thought that the portico valve's leaflet possibly contributed to coronary occlusion. The implant depth of the portico valve prior to migration was 2-3mm and remained at 2-3mm above the annulus after migration. There seemed to significant calcium to allow valve anchoring. The patient did not have an acute aortic angle. There were no issues reported when deploying the portico valve prior to migration. Post dilation was not performed on the portico valve prior to migration. The patient status is reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of arrhythmia, the valve migrating after deployment, and blocking the coronary arteries was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H10. Additional information in : d4, lot no, serial no, expiration date, UDI, h4h6. Device code: 1751 bradycardia no longer applies, 1721 arrhythmia has been applied.